Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: the pump was returned with a torn keypad cover. During testing, all of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. The pump was opened and no evidence of moisture was observed inside the pump. Unrelated to the initial complaint, the display screen was dim. The leak test failed due to a u-groove crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. The reporter alleged that the ok, up and down arrow keypad buttons were under responsive. It was reported that there was evidence of moisture in the battery compartment and the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.